Event description:
On (B)(6) 2006, I underwent a total right hip arthroplasty and on (B)(6) 2007, I had a total left hip arthroplasty performed. The implanted device in both procedures was mfg by depuy; specifically the pinnacle sector ii 58mm. Since these surgeries, I have been in more pain than prior to the surgeries. I am unable to stand from a sitting position without assistance and extreme pain. I have seen several doctors in regards to my pain and am told that I will require a revision to remove these devices. The specific devices are as follows: acetabulum: pinnacle sector ii 58mm. Acetabular liner: ultamet metal insert 58 x 36 ID. Femoral component: prodigy right sided extra large stature 16.5 mm, fully poro-coated. Femoral head: co/cr 36mm with 8.5mm neck on 12/14 cone. Left hip: acetabulum: pinnacle sector ii 58 mm diameter. Acetabular liner: ultamet metal insert 58x36 ID. Femoral component and neck: 36mm co/cr with +5 neck segment on 12/14 cone.